Event description:
A report was received by the manufacturer alleging that while the caregiver was lifting the pt, the scale became detached from the lift and the pt fell back into the wheelchair. No injuries were reported.